Event description:
Patient was scheduled for a three lead repositioning procedure as all three leads had become displaced from implantation the week before. A bmw guidewire was chosen to insert into the coronary sinus. The lead was removed over the wire. A 9f safe sheath was then attempted to be inserted over the wire. The wire broke off inside the coronary sinus. Removal was attempted with biopsy forceps. It was decided the safest approach would be for the interventional radiologist to remove the wire from below (the femoral vein). A sheath was placed in the femoral vein and attempted to snare the wire which was successful. Lead placement was accomplished, device implanted and the suture was closed. There was no patient injury.